Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a motor (rewind issue) issue. The reporter alleged that the pump was not completing the rewind step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/13/2014 with the following findings: a review of the pump¿s black box history showed no evidence of motor issues occurring. During testing, the pump performed the rewind, load, and prime steps with no rewind issues or alarms occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms occurring. The pump case was removed and no defects were found to the lead screw or motor assembly. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked from the case seal to the grip pad. There was no evidence of moisture or corrosion found inside the pump. The complaint of the pump not completing the rewind step was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.